Manufacturer narrative:
Additional information was added to e4, g2, d9, h3, h4, h6 and h10. The user facility submitted a medwatch report for this event: 0700220000-2021-8126. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing; there were no issues noted. Priming was performed with a bag of sterile waster which revealed a leak in the filter. The reported condition was verified. The cause of the condition was due to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked. The event was further described as "tpn (total parenteral nutrition) fluid was seeping out of one of the indents (holes) in the back of the tpn filter cartridge". It was stated the patient and their bed linens were damp. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.